Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown h.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown

Event description:
It was reported the unspecified bd pen needle could not deliver insulin. The following information was provided by the initial reporter. I filed a complaint because the needles I have to use to inject insulin very often refuse. It can happen that I have to pick up a new needle up to 3 times. I've counted a number of times how many needles I throw away from an entire box. Between 10 and 20 needles didn't work. This is a waste of material and the costs add up. It is also difficult to know how many needles to take with you when you travel, so you don't run out.

Event description:
It was reported the unspecified bd pen needle could not deliver insulin. The following information was provided by the initial reporter. I filed a complaint because the needles I have to use to inject insulin very often refuse. It can happen that I have to pick up a new needle up to 3 times. I've counted a number of times how many needles I throw away from an entire box. Between 10 and 20 needles didn't work. This is a waste of material and the costs add up. It is also difficult to know how many needles to take with you when you travel, so you don't run out.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.